Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar energy function of the erbe generator was not working. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs but found no related errors. The customer had swapped out the instrument and energy cord, but the issue remained. The customer confirmed that the bipolar energy was properly working. The tse advised the customer to hard power cycle the system, the customer did so but the issue remained. The tse advised the customer to use a third-party generator, the customer stated that they did not have the proper activation cable. The customer stated that they would continue with the bipolar energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did check the system on power on and did not find any issues or errors. The procedure was completed using a handheld bovie instrument and a backup force triad generator to bypass the erbe generator. The customer also used the force triad for the following cases due to the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The c-30 errors on monopolar ports 3 and 4 were replicated and reproduced.